Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Customer's blood glucose value went up to 400mg/dl. Customer stated that she changed out the set then gave herself more insulin with the pump to take care of the issue. Insulin pump will not be returned for analysis.